Event description:
During a closure of an ostium primum atrial septal defect (asd) and mitral valve repair in the presence of adequate anticoagulation, the cardiopulmonary bypass circuit developed a clot in the arterial filter necessitating a change out of the filter. The clot was also noted in the venous reservoir filter/sock. This delayed the procedure in order to assess and remediate the problem. The patient did not sustain any injury and was discharged several days later.======================manufacturer response for cardiopulmonary bypass circuit, capiox (per site reporter).====================== they want it back to analyze.